Manufacturer narrative:
No evidence was provided to suggest that a device failure occurred or failed to perform within specifications. Sysmex operator's manuals and instructions for use (IFU) discuss safe handling of the analyzer's, reagents and waste. These manuals clearly identify the waste as potentially infectious, despite the dilution of blood samples as part of specimen processing. Waste fluid also contains reagents that can cause irritation. The user is responsible for proper waste disposal regardless of whether the instrument waste is collected in a container or piped down a laboratory drain. The exposed user was not wearing any form of face protection at the time she was working with the waste line. Personal protective equipment (ppe), such as goggles, face shield, or mask as required in the occupational safety and health administration (osha) blood borne pathogen standard, 29 cfr 1910.1030, were not in use. The laboratory manager confirmed that the laboratory does provide safety goggles and full face shields to their staff, and that policies are in place as to what ppe is to be worn with the various activities the employees perform.

Event description:
While troubleshooting an alleged "waste drain error", the user observed the analyzer's drain tubing had come out of the drain. Waste fluid splashed into the user's eyes. The user flushed her eyes immediately after the exposure. The user was seen by the employee health department and received a five-day oral prophylactic treatment for exposure to (B)(6) diseases.